Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: a review of the pump history showed that the pump was manually suspended on (B)(6) 2016 at 19:57. The pump was then powered off while in suspend and deliveries never resumed. The pump was manually suspended on (B)(6) 2016 at 16:40 and manually resumed at 19:57. Pump was manually suspended on (B)(6) 2016 at 03:47 and manually resumed at 04:20. Pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end of testing the basal history correctly showed 1.0u and the total daily dose showed 24.0u. No alarms occured during testing.